Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildy calcified superficial femoral artery. After a 6f guide cather was engaged and a non bsc guide wire 014gw was passed through the chronic total occlusion lesion, dilataion was performed with a 1.2mmx15mmx142cm emerge balloon catheter. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.